Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device exhibited a battery depletion (bd) code and the physician suspected the device battery to be prematurely depleting. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This s-ICD was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable defibrillator (s-ICD) device exhibited a battery depletion (bd) code and the physician suspected the device battery to be prematurely depleting. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis, but has not yet been received.